Manufacturer narrative:
The reported events of insulation damage and loss of capture were confirmed. As received, a complete lead was returned in two pieces. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found inner insulation damage at the suture sleeve tie impression region. The cause of the reported events was isolated to over tighten suture tie damaging the inner insulation.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, insulation was noted to be worn and the pacing was not possible. The lead was explanted. The patient was stable.